Event description:
During an in-clinic follow-up, phrenic nerve stimulation (pns) was observed on the left ventricular (lv) lead. A revision procedure was performed and the lv lead was explanted and a new lv lead was implanted to resolve the event. Fluoroscopy during the revision procedure confirmed lead dislodgement. The suspected cause of the event was due to the patient's anatomy. The patent is stable.